Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest indicates the cause of the annular rupture is unknown. However, patient and procedural factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding a patient who underwent an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. As reported, after implanting the 26mm sapien 3 ultra valve under fluoroscopic and echographic guidance, the patient experienced an acute drop in blood pressure accompanied by a new onset of sinus bradycardia. Despite the atypical presentation, the underlying cause was suspected to be the acute development of a pericardial effusion with tamponade, which was later diagnosed by ultrasound. Patient was intubated , successfully reanimated and a pericardial puncture was then performed. An angiogram of the aortic root showed a possible incomplete aortic annular rupture. Patient passed away two days later.